Manufacturer narrative:
The ge rep performed an on site investigation. The software was reloaded. The voltage to the system was tested to be within specifications. The system operates as intended.

Event description:
The customer reported the system was intermittently shutting down. No report of pt injury.